Event description:
The surgeon explained that this product had been presented by the company sales representatives as having "good results" when used in contaminated wounds. This patient with a complicated abdominal history and multiple prior surgeries had bowel obstruction and internal hernia. The patient had lysis of adhesions and her abdomen was left open at the end of that procedure. The patient returned to operating room three days later for abdominal washout and cholecystectomy (mass was identified on gallbladder during the first operation). Four days later, the patient returned to the operating room for final washout and closure of abdomen with xenmatrix porcine mesh placement and the skin was closed over the mesh. Subsequently, the incision started to drain which was initially thought to be fat necrosis and seroma, but began to look more purulent. Five days later, the surgeon removed sutures from the skin and opened the incision to find the mesh had melted / completely disintegrated; the patient was eviscerating. Pt was taken to the operating room emergently for wound washout and wound vac placement and has since undergone 4 more abdominal surgeries and remains in the surgical intensive care unit. Manufacturer response (as per reporter) for surgical graft, xenmatrix:the mesh should not be used with infected wounds. Of note, the wound was not known to be contaminated at the time the mesh was placed.

Event description:
The surgeon explained that this product had been presented by the company sales representatives as having "good results" when used in contaminated wounds. This patient with a complicated abdominal history and multiple prior surgeries had bowel obstruction and internal hernia. The patient had lysis of adhesions and her abdomen was left open at the end of that procedure. The patient returned to operating room three days later for abdominal washout and cholecystectomy (mass was identified on gallbladder during the first operation). Four days later, the patient returned to the operating room for final washout and closure of abdomen with xenmatrix porcine mesh placement and the skin was closed over the mesh. Subsequently, the incision started to drain which was initially thought to be fat necrosis and seroma, but began to look more purulent. Five days later, the surgeon removed sutures from the skin and opened the incision to find the mesh had melted / completely disintegrated; the patient was eviscerating. Pt was taken to the operating room emergently for wound washout and wound vac placement and has since undergone 4 more abdominal surgeries and remains in the surgical intensive care unit. Manufacturer response (as per reporter) for surgical graft, xenmatrix:the mesh should not be used with infected wounds. Of note, the wound was not known to be contaminated at the time the mesh was placed.